Event description:
Unomedical reference number (B)(4). Event occurred in italy. It was reported that patient faced seven infusion sets fell off events during use on date 21-june-2024. The infusion set was in use for few hours. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.